Event description:
It was reported that the customer called regarding the motor error alarm that occurred during changing the set. Customer's blood glucose level was 23 mmol/l. Customer is now on insulin pens. Pump was not dropped or bumped. Customer cannot rewind it. Customer was advised to leave the battery inside and retrieve pump settings and zero out the basal rates. No further details given.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind and basic occlusion test. No motor error alarm was noted during testing. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The occlusion test and excessive no delivery alarm test could not be performed due to the prime anomaly. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.